Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. During prep, it was noted that the edges of taxus express2 3.5x16mm drug eluting stent was flared away from the balloon. The device was disposed and the procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.